Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to ongoing blood glucose (bg) levels ranging from 474 mg/dl to over 600 mg/dl with trace ketones. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as tandem technical support was not contacted at the time of the reported issue, and a system check could not be performed to determine a possible cause of the event. The bg was treated with intravenous fluids. Reportedly, customer left the ER 5 hours later with customer in stable condition (bg 145 mg/dl).